Event description:
Additional information was received that episodes of oversensing and automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
It was reported that decreased sensing, an increased capture threshold, and episodes of noise were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.